Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned. The stent detached and separated from the sds. The guide catheter was returned with the snare inside it, the stent was attached to the snare. There was severe damage and stretching to the stent for its entire length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main artery. A 3.00x12 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent came off the balloon. The physician used a goose neck snare to retrieve the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main artery. A 3.00x12 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent came off the balloon. The physician used a goose neck snare to retrieve the dislodged stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.